Manufacturer narrative:
Eval summary: the analysis results found that the instrument was returned with the handles open and with a cartridge loaded in the instrument. The cartridge was received partially fired and with the cartridge lock out tab bent. The damage to the cartridge lockout tab is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. The firing mechanism was noted to be damaged. No functional test was performed due to the condition of the device. The instrument was disassembled to verify the condition of the internal components and the firing trigger teeth were found to be broken. The mfg records were reviewed and no anomalies were found during the mfg process.

Event description:
"It was reported that the device was used during an unk." The device misfired. Another device was used to complete the case. There was no consequence to the pt.